Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: tf3434c115cp stent graft; implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that during a left ventricular (lv) lead implant attempt, the physician was unable to place the guidewire into the lead tip past the second and third electrode. The lead was not used and another lead was used in its place. No patient complications have been reported as a result of this event.